Event description:
It was reported that the pt expired in 2008. The device was implanted in 2007. It is unk if the pt's expiration was device related, as no further details were provided.

Manufacturer narrative:
Device not returned.